Event description:
The customer reported via phone call that she was receiving sensor errors. Blood glucose level at the time of the incident was 400 mg/dl. During troubleshooting, the customer was not able to get the sensor to communicate properly with the transmitter. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and performed visual inspection and found 1 of 3 sensors cannula damage (broken), broken part is missing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 2 remaining opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Both sensors failed per spec due to low readings.